Event description:
The customer reported her blood glucose reached into the 300s mg/dl and the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)".